Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced unexplained hyperglycemia with a peak glucose value of approximately 350 mg/dl after previously normal overnight glucose levels, following a recent supply change. The user performed a site and tubing change using contact detach hardware and moved the infusion site to the opposite side of the abdomen. After these actions, glucose levels began to decrease but remained elevated before trending downward toward 211 mg/dl. Symptoms included hyperglycemia. There was no hospitalization or emergency treatment required, and stabilization was achieved with continued use of the system. Investigation activities included customer service troubleshooting and user education focused on infusion set integrity, site change technique, and continued monitoring with the ilet algorithm. The investigation revealed no device alarms other than high glucose and no evidence of leakage. Partial improvement following site and tubing replacement was noted, which was consistent with possible infusion site or infusion set performance issues; however, a definitive cause was not identified. Based on previously established findings for similar reports, the cause of the event was determined to be inconclusive due to insufficient evidence for a definitive device- or use-related failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.